Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided. A5: ethnicity: requested, not provided . A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: value analysis program coordinator - supply chain manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band did not hold air. 18cc air was placed in the tr band while the patient was on the procedure table however immediately the tr band deflated. The doctor tried again to inflate however, the tr band still did not hold air. He left the tr band on the patient as it was maintaining hemostasis without any air. The estimated blood loss was less than 250cc. The procedure performed prior to the use of the tr band was a diagnostic catheterization. A 5fr procedure sheath was used for access. The patient was moved to recovery and was discharged without any issues.